Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0ptn5v01, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they had trouble with going to the restroom. Her bladder was full and she had pain. The patient was not feeling stimulation and the therapy was on. The patient had a urinary tract infection (uti) along with a yeast infection. They had an appointment on (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, actions/interventions taken, or troubleshooting performed was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.